Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate therapy and that the device was in backup vvi. Patient was asymptomatic. Device was explanted and replaced. Patient was stable before, during and after the procedure.